Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported to manufacturer that the vns pt had the lead and generator replaced due to a "malfunction". Further follow up with the treating physicians office revealed that the pt was seen "some time ago" and where a system diagnostic test showed high lead impedance. The pt had been scheduled for surgery twice following the high impedance observation, but surgery had been cancelled until this point. The generator replacement was reported to be prophylactic. There were no x-rays taken to assess the continuity of the system. The explanted portions of the lead and the explanted generator have been returned to manufacturer, and analysis is underway.